Event description:
The account alleged the head section is stuck in the upright position and cannot be moved down electrically or mechanically and it looks as if the CPR release cable has popped out of the bracket.

Manufacturer narrative:
The technician investigated and found the head drive was jammed and the limit switch was out of adjustment. The technician adjusted the limits and replaced the head drive to repair the bed.